Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the monitor was unable to power on. Upon investigation, there was thermal damage to multiple low voltage components. The cause of the failure was isolated to a shorted u11 power mosfet on the defibrillator board. The shorted component caused igbt q17 to short, resulting in the thermal damage to the low voltage circuitry. The root cause for the shorted u11 component was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to complete incoming functional testing.